Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the ICU dept. The physician enlarged the cutaneous puncture site with the cutting edge of a scalpel, but met difficulty when inserting the dilator. The tip of the dilator was found to be "split" when the dilator was removed from the patient. As a result, a new kit was opened and used to successfully complete the procedure. There was a delay reported; however, there was no harm, complication, death or injury reported as a result of this occurrence.